Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies, unexpected low battery alarms, battery out limit or failed battery alarms were noted. No damage on the lcd isolation tape noted. However, the pump was received with corrosion at battery tube. The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, battery out limit and failed battery test from the insulin pump. The customer's blood glucose level was 212 mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to monitor blood glucose carefully. The customer was advised call back if display does not return after waiting two hours and reinserting battery.